Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer replaced pyxibus controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had a drawer failure. The customer reported that users were unable to remove medication from the station. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.